Manufacturer narrative:
Investigation: initiated manufacturer's investigation: review DHR: inspect returned samples : analysis and findings: distribution history: the complaint product was manufactured by epc under lot 202001 for csi starting on 6/15/20020 and packed 7/2/2020 under work order 291838. Manufacturing record review: DHR 291838 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: a copy of the of the DHR was obtained from the csi share-site and no abnormalities were noted. Service history record: service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history did show similar reported complaint conditions. Product receipt: the complaint product was received and noted in dataworks as 2/11/2021 with RMA 314977. Visual evaluation: visual examination of the complaint product was performed, and no abnormality was noted at the time of investigation. In total, five staplers were returned under RMA 314977. All five appeared to have been fired in accordance with the staple counter, four out of the five were soiled, all five were cleaned and decontaminated. Functional evaluation functional evaluation was performed and deployed three to four staples from each stapler. There was no obvious damage noted and all mechanical movement functioned freely and as intended. The insorb stapler functioned as intended when fired or actuated for staple deployment, there were no hesitations or hang-ups. The staples were visually evaluated, no malformation or erosion of physical features was noted on any of the staples including next in line from received fired state (may appear as being soiled). Root cause: root cause in relation to the reported event(s) is indeterminable as all five insorb staplers that were returned functioned as intended. Corrective actions: coopersurgical will continue to trend this complaint condition. No further corrective action is required at this time. On or training required at this time. *was the complaint confirmed? No.

Event description:
Additional complaint in ref. To e-complaint(B)(4). In this case- the stapler did not close the incision. 1216677-2021-00012-1 insorb 30 stapler 2030 e-complaint(B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the condition reported.

Event description:
Reference : (B)(4). In this case- the stapler did not close the incision insorb 30 stapler 2030 (B)(4).